Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient fell out of their bed and was admitted to the hospital. While at the hospital, an unidentified medical personnel claimed to have seen the patient¿s heart rate dip down into the 20¿s on a monitor. There is no documentation of such a rate on a telemetry strip, but such a rate is evidence of a period of asystole greater than 2 seconds for the patient. A field representative later checked the device and confirmed normal device operation. For now, no changes have been made to the patient¿s device and it remains in service. No adverse patient effects were reported.